Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The mother of the customer tried to bolus with the help of the bolus wizard but the bolus wizard suggested a bolus of 0.0 units of insulin. The mother of the customer was wondering why the insulin pump did not suggest any insulin despite the high blood glucose levels. Troubleshooting was done. It was reported that the customer still had active insulin of about 6.8 units which explained why there was no need to bolus. The customer declined to troubleshoot the high blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.